Event description:
Clinical data collection site reported patient had csf leak and meningitis after duramatrix suturable placement. The patient returned to the or for tumor resection and wound revision 2 months postop (repeating use of the duramatrix suturable). The patient returned to the or again 5 months postop for shunt placement and repeat wound revision. The complainant stated the csf leak was related to the patient's unerlying hydrocephalus and was not related to a technical or material issue. There were multiple devices used, including duramatrix suturable as inlay and a nonsuturable duramatrix as onlay, then glue across reconstruction. No additional information was provided on patient status or patient outcome.

Manufacturer narrative:
Qc testing was performed at the time of product release and produced results that met all acceptance critiera.